Event description:
The guide catheter was noted to be kinked as it was being removed from its package. The guide never entered the body. A new guide was used and the kinked one was removed from the lab. Cordis xb 3.0 guide catheter.